Event description:
A customer in (B)(6) reported a (B)(6) result for a staphylococcus aureus strain from a patient sample (blood and wound) in association with the vitek® 2 ast-p580 test kit (lot 3600753403). Repeat testing gave a (B)(6) result. The customer performed manual cefoxitin disc diffusion and the result was susceptible. The field application specialist went on site and performed repeat testing on both vitek 2 and disk diffusion, and was unable to reproduce first run results. The customer reported there was no wrong result reported to a physician and no impact to patient treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a customer in (B)(6) reporting a false resistant oxacillin (ox) result for a staphylococcus aureus strain from a patient sample (blood and wound) in association with the vitek® 2 ast-p580 test kit (lot 3600753403). Cefoxitin screen (oxsf) results were initially negative on the ast-p580 cards; however, aes software modified the oxsf results to positive due to the resistant ox results. The customer submitted the strain and identification was confirmed. Testing included both the customer lot and a random lot of ast-p580 cards, run on v8.01 software. Agar dilution (ad), the reference method for ox (ox101n), was performed, as was fox disc testing, the reference method for the oxsf test (oxsf101n). Alere pbp2a testing was also performed. On both cards tested, resistant ox results of mic>=4 were obtained. Ad, the reference method, gave a susceptible mic=2. Though this is a major category error, card and reference method results are only 1 doubling dilution apart, which is acceptable for the vitek 2. Oxsf results were initially negative, but were forced positive by aes due to resistant ox results. Fox disc testing was susceptible (25 mm) and pbp2a testing was negative. The ast-p580 cards and reference method results before therapeutic correction, are in essential agreement for both ox and oxsf. The most recent qs quarterly trend review (q2 2018) has no indication of a systemic quality issue. A complaint search against ast-p580 lot 3600753403 did not indicate any issues for this lot.